Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) situation was identified which occurred on (B)(6) 2010 during drain cycle 3. The patient's ultrafiltration reading was 1567ml, indicating the home patient (hp) drained 1567ml more than their largest prescribed fill volume of 2000ml. This information gave a total drain volume of 3567ml, which meets iipv criteria. According to the nurse she was not aware of the excessive drain volume. Additionally, the patient never reported feeling any symptoms of overfill. The patient was seen since this incident and has resumed therapy successfully. There was no patient injury or medical intervention. A new cycler was received.

Manufacturer narrative:
(B)(4). Evaluation summary: the evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to this iipv discovered during evaluation. Based on a review of all available therapy log data, the most probable cause of the iipv was determined to be insufficient drain when multiple cycle(s) advanced to fill when slow / no flow condition occurred above the minimum drain volume threshold. The device will be routed to the service area. (B)(4) is currently open for the reportable malfunction of iipv / overdelivery.